Event description:
It was reported the doctor was performing a breast biopsy; the tech primed the probe and the vacuum worked fine. The doctor pierced the breast and took samples but the samples were small. The doctor tried activating the vacuum but the vacuum wouldn't operate. The doctor attempted to take more samples with a second probe, but the samples were small and the vacuum was intermittent. The doctor tried a third probe, but the samples were small and choppy. The vacuum light would light but there wasn't vacuum noise. The case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: it was reported the driver is being returned to the service and repair facility with various performance issues. The analysis results confirmed that the driver was returned with the cable causing the vacuum switch to work intermittently. Worn crescent washer is causing the safety to be loose. There is worn artwork on the cutter knobs. The site replaced the crescent washer, left and right knob stickers. The driver was cleaned, disassembled, then reassembled per design specifications, tested, and functioned properly.